Event description:
The pt was admitted to the hosp for removal of bilateral silicone breast implants secondary to rupture, grade iii capsular contractors and grade ii ptosis. These breast implants had been placed in 1976. At the time of surgery, it was found that the right breast implant had ruptured and that the left breast implant was still intact. The pt did not wish replacement of her breast implants. She authorized the hosp to dispose of her surgically removed breast implants.